Event description:
The following has been reported: biomed reported; "discovered pump problems and tubing set problems in history. As reported by staff, no patient harm, but did stop during an active infusion.". A preliminary review identified the following issue: fail stop, cause unknown. Unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned due an undetermined failure that caused a fail state 1 condition. No failure could be reproduced during testing. The pump was run through the secondary channel at a rate of 1000 ml/hr for a total of 10 hours immediately followed by a rate of 14 ml/hr for an additional 6 hours through the primary channel and no problem arose.